Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead appeared to not be capturing at a right atrial automatic threshold test. The ra lead was recommended to be revised after an atrial fibrillation the patient experienced was controlled. The device appears to be working as expected. The ra lead remains in service. No adverse patient effects were reported.